Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It has been reported the patient is a subject of a post-marketing clinical trial. The patient was implanted with the trial system lead on (B)(6) 2011. Post-operative the patient lost sensation in the lower extremities. The patient was taken back into surgery where it was discovered that the patient had an epidural hematoma. The trial leads were explanted. Patient's symptoms resolved without sequelae and the patient regained sensation in the lower extremities. No further information is available at this time.